Event description:
During a follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead of a pacemaker dependent patient. An x-ray was performed, no anomalies were observed and the rv lead appeared to be in the original implant position. The device was reprogrammed as an interim resolution. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.